Manufacturer narrative:
Evaluation of the returned velocity confirmed a proximal fracture. If the velocity is forcefully manipulated at extreme angles during advancement, the device may become kinked and subsequently fracture. Further evaluation of the device revealed an additional fracture in the mid-shaft and kinks in the distal shaft. This damage was likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2021-01064.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #xx MFR report: 1. Section g. Box 4. Date received by manufacturer (mm/dd/yyyy) this report is associated with MFR report number: 1. 3005168196-2021-01064 h3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-01064.

Event description:
The patient was undergoing a thrombectomy procedure in the left m2 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a penumbra system 4max reperfusion catheter (4maxc), and a guidewire. It was noted that the patient¿s anatomy was very tortuous. During the procedure, while co-axially advancing the 4maxc with the velocity, the physician experienced resistance and decided to retract the velocity. While retracting the velocity, the physician noticed under fluoroscopy that the tip of the velocity was not moving. The physician then realized that the velocity broke at the proximal one third within the 4maxc; therefore, the physician advanced a microwire through the 4maxc and twisted the microwire several times to successfully capture and remove the broken piece of the velocity. Subsequently, the 4maxc was also removed. The procedure was completed using a non-penumbra microcatheter. There was no report of an adverse effect to the patient.